Manufacturer narrative:
It was reported that the patient underwent removal of anterior mesh on (B)(6) 2012 due to tight band of mesh in the vagina that is painful.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted, due to cystocele, rectocele, enterocele and prolapse. It was reported that following insertion the patient experienced pain, urinary problems, recurrence and neuromuscular problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence, urinary frequency and urinary urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions.

Event description:
It was reported that following insertion the patient experienced adhesions.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.